Event description:
It was reported to boston scientific corporation that a stonetome sphincterotome was used during a endoscopic sphincterectomy (est) procedure. According to the complainant, when trying to make an incision, the device was unable to provide monopolar current. The procedure was completed with another stonetome sphincterotome. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Event description:
It was reported to boston scientific corporation that a stonetome sphincterotome was used during a endoscopic sphincterectomy (est) procedure.according to the complainant, when trying to make an incision, the device was unable to provide monopolar current. The procedure was completed with another stonetome sphincterotome.there were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
(B)(4).the device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
A visual examination of the returned device showed no damage to the device. The exposed cut wire was found to be intact. A functional evaluation found that continuity existed between the 2-in-1 connector and the exposed cutting wire, which allowed proper conductivity across the device. The resistance across the 2-in-1 connector and the cutting wire measured within the cutting resistivity specification. The length of the exposed cutting wire was with in specification and the device tip bowed past the 90 degree minimum bowing specification. The outer diameter (od) of the exposed cut wire was measured and found to be within specification. The condition of the returned incident device was not consistent with the complaint that the device was unable to cut. Therefore, the most probable root cause is not confirmed. A search of the complaint database revealed that no similar complaints exist for the specified lot. The device history record review found the device met all manufacturing specifications.